Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead tunneled from right to left. During procedure the physician attempted to open occluded left subclavian but was unsuccessful. To date, the lead remains in service. No adverse patient effects were reported.